Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review revealed that the device has been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 812:02 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.04.00, categorized as unremediated.